Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image and bench testing. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the device was explanted and replaced. It was noted that premature battery depletion was also observed. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that long charge time was observed. The patient was asymptomatic. An in-clinic check showed that the device timed-out during capacitor maintenance. Device replacement was suggested.